Event description:
The spline of the ablation catheter inverted in the patient, the catheter was removed and replaced with no harm to the patient. Clinical site notified mfg rep directly. Manufacturer response for ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).